Event description:
Boston scientific received information that this left ventricular (lv) lead was previously surgically abandoned. The patient recently underwent a device change out procedure, where it was found to have been abandoned sometime in the past by a non boston scientific sales representative, for an unknown reason.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.